Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menometrorrhagia ('chronic metromenorrhagia') in a (B)(6)female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included cancer. In 2014, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), alopecia ("hair loss"), respiratory disorder ("respiratory discomfort") and amnesia ("memory loss"). The patient was treated with surgery (essure removed on general anesthesia by total hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, asthenia, alopecia, respiratory disorder and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, asthenia, menometrorrhagia and respiratory disorder with essure. The reporter commented: lot number was unknown, essure sample was not available. Symptoms started after insertion of essure in 2014. Essure removed on general anesthesia by total hysterectomy with bilateral adnexectomy, due to family history of cancer. No outcome information available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.